Event description:
It was reported that a diagnostic anomaly was observed on the device resulting in inappropriate high-voltage (hv) therapy. The device was performing as programmed and the physician does not allege a malfunction on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.